Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the split septum during use after the vacutainer was plugged in. Medication had not yet been administered to the patient when the event occurred. The following information was provided by the initial reporter, translated from (B)(6) to english: "customer reported leakage back from the emergency room. O blood was leaking along the split septum after the vacutainer was plugged in. O the clasp had not yet been used to administer medication. O the emergency nurses punctured their drip without gloves, but I did not receive any report of exposure to mucous membranes."

Manufacturer narrative:
Additional information d.10 device available for eval yes, returned to manufacturer on: 2020-02-26. H.6. Investigation summary bd received 12 q-syte extension sets from lot 9086793 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that 10 of the units appeared to have been unused and still inside their sealed packaging. The other two units appeared to have been used and were received in open packaging. There were slit tears in the septum top and bottom disks of the used units but no physical/mechanical damage observed in the unused units. Next, a water leak test was performed for each unit. No leakage was observed coming from the 11 of the units but leakage was observed in one of the used units when it was placed into the actuated position. The leak appeared to be coming from a vent hole due to a column tear. Based off the visual inspection and testing the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined for the observed column tear. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd q-syte¿ extension set micro bore leaked blood from the split septum during use after the vacutainer was plugged in. Medication had not yet been administered to the patient when the event occurred. The following information was provided by the initial reporter, translated from dutch to english: "customer reported leakage back from the emergency room. O blood was leaking along the split septum after the vacutainer was plugged in. O the clasp had not yet been used to administer medication. O the emergency nurses punctured their drip without gloves, but I did not receive any report of exposure to mucous membranes."